Event description:
A home patient (hp) contacted baxter's technical service center (tsc) for assistance regarding the notation of fluid leaking from the door of the homechoice machine during the prime cycle prior to their automated peritoneal dialysis therapy for the past 2 weeks. Per initial report, baxter's tsc assisted the hp in ending therapy early. No pt injury or medical intervention was associated with this incident, per the hp's nurse.